Event description:
As reported by an edwards mexico affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, the valve gradually advance to the ventricle due to a lack of calcium. Therefore, it was decided to perform a valve in valve (vinv) procedure with a second 29mm sapien 3 valve with nominal volume +4cc. There was no paravalvular leak and no gradient. The patient was stable post procedure.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information received. There were no allegations of an edwards device malfunction. However, a thorough investigation ws performed based on imagery was provided by the site, and the following was observed: second valve was deployed higher within the first valve (incident). However, the position/location of the valve was unable to determine. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaints for thv migrated was unable to be confirmed due to unavailable of relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. It should be noted that this was an off-label operation as the thv was implanted within a native aortic annulus with no significant calcification. Native valve replacement using the sapien 3 (s3) with the commander delivery system (ds) in patient with no calcification is not an indicated use of the device. As reported, 'the valve was implanted using nominal +4cc volume. However due to lack of calcium, the valve gradually advanced to the ventricle.' Per the IFU, valve migration is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. The absence of annular calcification in this case accounts of the thv instability post-deployment causing the valve to physically detach/shift downward from target location. Although the valve was over-inflated with +4cc, without calcification, the valve may not have been able to maintain its deployed position securely leading to valve migration. As such, available information suggests that procedural factors (off label operation) and/or patient factors (non-calcified annulus) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.